Event description:
It was reported that on (B)(6) 2019, during the implantation of the coronary sinus catheter the physician did not find a good collation position. Several times until the stilette broke. The lead was replaced with another brand lead and finished the implant without problems. The patient status was stable all time.

Manufacturer narrative:
The reported field event of an inability to find a good collation position until the stylet broke was confirmed in the laboratory. The lead was returned with the stylet stuck. The ptfe coating of the broken stylet was found stripped and found bunched up with the inner coil. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating, and inner coil. A review of the device history record confirmed that no issues were identified related to this reported event. The cause could not be established.